Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2018-00117. It was reported the patient (australia) is experiencing overstimulation. Surgical intervention may take place at a later date. Additional information received indicated the patient has 2 leads implanted. The issue is to be monitored and if needed surgical intervention may take place at a later date.